Event description:
It was reported, "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".

Manufacturer narrative:
This medwatch is a duplicate of mf report # 2249697-2013-00031, (B)(4).

Event description:
It was reported, "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker rejuvenate hip replacement neck. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to manufacturer.